Event description:
Echelon flex powered plus stapler not functioning appropriately (no further detailed explanation of malfunction). Item was removed from field and a second hand piece was opened and used to finish the procedure.